Event description:
During a pci via radial artery procedure, when the sheath was inserted (initial radial artery puncture), the valve of the sheath was leaking blood. (1820334-2015-00134) replaced with a second sheath; which also leaked blood (1820334-2015-00135), necessitating a need to replace with a third sheath in the other (left) radial artery in order to continue with the procedure. Additional information received (B)(6) 2015: the sheath was seen to be leaking blood through the valve, immediately post insertion, after the removal of both the inner dilator and access wire. The blood was leaking in a pulsatile squirt, rather than just a drip through the valve. The operator attempted to aspirate blood through the side arm of the sheath; however, it was noted that air was being drawn in through the valve during this aspiration, due to the appearance of frothy bubbles around the valve area. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). The event is currently under investigation.